Event description:
It was reported that the customer's sensor was not inserting into the skin. The customer stated that the needle broke, making the sensor come off the skin. The customer's blood glucose was 12.7 mmol/l. Troubleshooting was done. It was verified that the customer had followed the correct steps to press and release the button in order to insert the sensor. Advised customer to return the serter and complete the sensor. Advised that a replacement serter and sensor would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.